Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 634 mg/dl. Customer addressed elevated bg by a correction bolus via the pump. The customer continued to use the pump for insulin therapy.